Event description:
Event description cpi received information that while trying to interrogate this implantable cardioverter defibrillator (ICD) the message, "possible device malfunction", was displayed and the device appeared to be in single zone therapy.